Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a meniscal repair procedure, t1 and t2 deployed simultaneously from the device. Both t1 and t2 were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The devices have all been autoclaved and are damaged (melted) beyond capability to functionally test. All three devices have bent and/or twisted needles. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. With the damages noted, root cause for this complaint cannot be confirmed.